Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer disconnected from the site, completed fill tubing until he observed drops of insulin, reconnected the site, and resumed insulin usage. Although the customer experienced frequent occlusion issues, he declined additional assistance.